Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: gxl and hxx. Part number: 05.000.008, lot #: 006942, per service and repair, the manufacture date of this item is october 3, 2017. Service and repair evaluation: the customer reported the device reverse function does not work. The repair technician reported the device does not function in all three speeds. Wires damaged and debris inside housing were observed. Damaged component is the reason for repair. The cause of the issue is damaged component. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, the hand piece for battery powered driver reverse speed does not work consistently. The issue was observed during weekly audit. There was no patient involvement. This report involves one (1) hand piece for battery powered driver. This is report 1 of 1 for (B)(4).